Event description:
The customer reported that the act 5 diff analyzer generated erroneously low neutrophil results and high lymphocyte results on differentials from two patient samples. The results from patient 2 had an instrument-generated message prompting the operator to review results. The customer performed a manual differential on both samples and reran the specimens (auto) on the act 5 diff analyzer. The manual differential results were similar to the rerun results. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Event description:
The customer reported that the act 5 diff analyzer generated erroneously low neutrophil results and high lymphocyte results on differentials from two patient samples. The results from patient 2 had an instrument-generated message prompting the operator to review results. The customer performed a manual differential on both samples and reran the specimens (auto) on the act 5 diff analyzer. The manual differential results were similar to the rerun results. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. Quality control samples were run daily. Controls were run before this incident and recovered within expected limits. A decontamination procedure was performed by the customer on (B)(6) 2009 and the diff fix reagent was replaced on (B)(4) 2009. The root cause is unknown.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. Quality control samples were run daily. Controls were run before this incident and recovered within expected limits. A decontamination procedure was performed by the customer on (B)(6) 2009 and the diff fix reagent was replaced on (B)(4) 2009. The root cause is unknown.